Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery. A 2.75mmx20mm synergy drug-eluting stent was selected to treat the lesion; however, the stent delivery system (sds) failed to cross the proximal side of the lesion. The physician moved the device back to the left main trunk (lmt). The device was then re-advanced; however, the device stopped advancing at the proximal lcx. The physician attempted to remove the sds; however, the stent dislodged. The balloon catheter was withdrawn from the patient's body leaving the stent between the ostial lcx and aorta. The physician attempted to retrieve the dislodged stent using a snare but the reaction force unintentionally engaged the guide catheter deeply which resulted to the stent and the snare to remain inside the patient. The patient underwent open chest surgery and the stent and the snare were removed from the patient. No further patient complications were reported.